Event description:
It was reported that autopulse resuscitation system service loaner has a damaged motor and encoder cover. Also load cell 1 needs to be replaced.

Manufacturer narrative:
The device was analyzed. The initial complaint of the autopulse resuscitation system unit having damaged motor and encoder covers was verified. A faulty load cell j6 was also confirmed and archive indicated that damaged load cell was causing user advisory ua02 (compression tracking error) messages. The motor and encoder covers were replaced. Damaged load cell j6 was also replaced. The loaner passed final test.